Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. Device interrogation revealed intermittent loss of capture at maximum outputs. An invasive procedure was performed to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.